Manufacturer narrative:
Continuation of d10: product ID: 8578; serial# (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2021; product type: catheter; product ID: 8709; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported the initial reporter. The cause of the inability to aspirate was not determined. The patient's weight was unknown. The explanted devices were discarded.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (60 mg/ml at 2.88 mg/day) and morphine (unknown) (15 mg/ml at 1 mg/day) via an implantable pump for spinal pain. It was reported that during a pump replacement case today for normal battery depletion, the healthcare provider (hcp) was not able to asp irate from the catheter. The catheter had 60 mg/ml morphine and three other drugs (other drugs unknown). The hcp was not concerned that they could not aspirate so they proceeded with just replacing the 8578 catheter. The new catheter volume was calculated to 62.3 cm. The new 8578 was added to the new pump for the back table prime. 62.3 - 7.6 = 54.7 cm x 0.0022 ml/cm = 0.120 ml of the old drug to be dispensed. The lowest dose per day was 2.88 mg and the hcp was okay with that. An advanced bridge was programmed at 0.12 ml over 60 hours. Bridge dose and new dose of 1 mg/day was reviewed and understood by the hcp. Reviewed the option to put pump in minimum rate mode as the concentration of the drug in catheter was so high while they were closing today, if they didn't immediately program the advanced bridge bolus. Reviewed the amount dispensed would be 1 /15 mg/ml = 0.066 ml /day / 24 = 0.00277 / 2 = 0.001388 x 60 mg/ml = 0.0833 mg over ~25 mins (which was the expected time they believed it would take to close).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, product type: catheter. If information is provided in the future, a supplemental report will be issued.